Event description:
It was reported that the ilet displayed a screen full of lines with only a small portion of the bottom visible, preventing scrolling to unlock, and a replacement device was shipped after troubleshooting and education were completed. Symptoms included no alerts or alarms and no changes in blood glucose. Outcomes included no injury, no medical intervention, and continued cgm use via the dexcom app or receiver. Investigation included customer support assessment and arrangements for device return. Investigation of this case revealed a screen visibility malfunction consistent with a display or user interface component issue. It was concluded, based on previously established findings for similar reports, that the cause was a hardware malfunction of the display subsystem.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.